Event description:
It was reported that the one moment to another the patient's impression of sound disappeared in 2007. The patient reported that some weeks before (in 2006), his impression of sound changed. This occurred after an operation on his skull in 2006. Testing showed that the device has malfunctioned. The external equipment is functioning normally.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.